Manufacturer narrative:
(B)(6).

Event description:
It was reported that during review of the device a short circuit was detected that resulted in overheating.

Manufacturer narrative:
The complaint of short and overheating when engaged was confirmed. Mdu failed for hand piece motor stall error. Cause of errors is extreme corrosion on motor. Motor's tac #2 is shorted out. Hall board and cable assembly passed functional testing. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to motor corrosion include cleaning and sterilization methods and the chemicals involved. A corrective action has been initiated to mitigate future recurrence of similar events.